Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed no audio output on (B)(6) 2014 . At the time of the call to dexcom technical support, no medical intervention or injuries were reported.